Manufacturer narrative:
The complaint is considered as no malfunction of the device and no additional health risk could be identified. The customer just asked how he could check the parameter history-- which was then explained to him by the (B)(4). The monitoring was unrelated to the patient passing--not causal/contributory. Additionally, the available information from this report does not support that this request represents a systemic, design, or labeling problem. This complaint does not represent a product/part failure, and therefore this case will be excluded from periodic monitoring. No further investigation or action is warranted.

Event description:
The customer asked how to check the parameter history (recent history for last patient). The patient was admitted last friday and has passed. Customer is trying to get the history for that patient. At the time of the monitoring that the user is trying to retrieve, the device was being used for clinical monitoring. The patient subsequently deceased.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer asked how to check the parameter history (recent history for last patient). The patient was admitted last friday and has passed.